Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 117" message when attempting to charge at energy levels above 75 joules. Complainant indicated that there was no patient involvement in the reported malfunction.